Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 4 infusion set was kinked cannula on (B)(6) 2024 and on (B)(6) 2024. The blood glucose level was 448 mg/dl at the time of event. The event occured 3 or more hours after insertion. The site of insertion was at thigh. The infusion set was in use for 1 minute to 6 hours approximately. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.